Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and found no alarms or error codes activated. The unit passed all testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator became inoperable. The patient was bagged and placed on an alternate ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.